Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 110 mg/dl. He retested using contour and rec'd a reading of 275 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer ended the call before further troubleshooting could occur, and no product will be returned at this time.